Event description:
Patient reported obtaining back-to back blood glucose results of 562 mg/dl and 199 mg/dl on the advantage system. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system for ~ 2 months. Technical support requested the return of the suspect product and replacement product was shipped.